Event description:
Product analysis was completed on the generator that was opened but not used. The generator performed according to functional specifications. A known good lead was tested and was able to be fully inserted into the header block. The header cavity was inspected and met specifications.

Event description:
The generator that was opened but not used during the surgery was returned to the manufacturer for product analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery, a surgeon had difficulty inserting the lead pin into the generator. It was reported that the silicon on the pin seemed to impede the insertion. The set screw was verified as not impeding the pin insertion. The surgeon tried using the back-up 103 model generator that he had during the surgery. The back-up generator was successfully connected to the lead and the impedance value was found to be within normal limits. The device history record for the opened but not used generator was reviewed and showed that it passed all quality inspections prior to distribution. The product has not been received by the manufacturer to date. No further relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: results of impedance testing from the downloaded generator data were inadvertently not provided in follow-up report#2.

Event description:
Further investigation was later initiated and determined the cause of the insertion difficulty may be related to the manufacturing process, which allowed the use of water as lubricant in the case of high insertion forces.

Manufacturer narrative:
Event description, corrected data: information was inadvertently not provided in the event description on follow-up report#3. Suspect medical device, model#, serial#, lot#, expiration date, UDI#, corrected data: the model#, serial#, lot#, expiration date, and UDI# of the suspect device were inadvertently provided incorrectly on follow-up report #2. Implant date, corrected data: the implant date was inadvertently provided incorrectly on follow-up report#2. Device manufacture date, corrected data: the date of manufacture of the device was inadvertently not provided correctly on follow-up report#2.

Event description:
There was no evidence, however to suggest a device failure after analysis of the device returned.